Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)") in a (B)(6) female patient who had essure (batch no. 919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pills from october 2010 to february 2011. Past adverse reactions to the above products included contraception with birth control pills. Concurrent conditions included rheumatoid arthritis, groin pain, leg pain, low back pain, abdominal pain, diarrhea, urinary tract infection, left lower quadrant pain, acute gastroenteritis, shoulder pain, chest pain, vomiting, bleeding genital, hypermenorrhea and adenomyosis. Concomitant products included adalimumab (humira), folic acid, ibuprofen, methotrexate, nsaid's and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("persistent pelvic pain") and nausea ("nausea"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual issue") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (underwent endometrial ablation and hysterescopy on (B)(6) 2017). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, menstrual disorder, depression, anxiety, nausea and dysmenorrhoea outcome was unknown and the pelvic pain had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left ovarian cystectomy, right knee surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion then device was successfully occluded. On (B)(6) 2012 hysterosalpingogram should negative study with confirmation of occlusion of the fallopian tubes by essure device. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: nausea, menorrhagia, dysmenorrhoea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, nausea, dysmenorrhea (cramping). Concomitant disease, historical drug, lot number were added. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 32-year-old female patient who had essure (batch no. 919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pills from (B)(6) 2010 to (B)(6) 2011. Past adverse reactions to the above products included contraception with birth control pills. Concurrent conditions included rheumatoid arthritis, groin pain, leg pain, low back pain, abdominal pain, diarrhea, urinary tract infection, left lower quadrant pain, acute gastroenteritis, shoulder pain, chest pain, vomiting, bleeding genital, hypermenorrhea and adenomyosis. Concomitant products included adalimumab (humira), cilest (ortho tri-cyclen), folic acid, ibuprofen, meloxicam, methotrexate, multivitamin, nsaid's and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea"). On (B)(6) 2012, 5 months 20 days after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2014, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced menstrual disorder ("menstrual issue"). The patient was treated with surgery (supracervical hysterectomy (uterus only), bilateral salpingectomy) and surgery (underwent endometrial ablation and hysterescopy on (B)(6) 2017). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had not resolved and the menorrhagia, vaginal haemorrhage, menstrual disorder, depression, anxiety, nausea, dysmenorrhoea, dyspareunia, abdominal pain and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: left ovarian cystectomy, right knee surgery. Discrepancy noted in removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion then device was successfully occluded. On (B)(6) 2012 hysterosalpingogram should negative study with confirmation of occlusion of the fallopian tubes by essure device. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: nausea, menorrhagia, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2018: pfs received. Events added: dyspareunia, abdominal pain, uti. Concomitant drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)") in a 32-year-old female patient who had essure (batch no. 919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pills from (B)(6) 2010 to (B)(6) 2011. Past adverse reactions to the above products included contraception with birth control pills. Concurrent conditions included rheumatoid arthritis, groin pain, leg pain, low back pain, abdominal pain, diarrhea, urinary tract infection, left lower quadrant pain, acute gastroenteritis, shoulder pain, chest pain, vomiting, bleeding genital, hypermenorrhea and adenomyosis. Concomitant products included adalimumab (humira), folic acid, ibuprofen, methotrexate, nsaid's and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("persistent pelvic pain") and nausea ("nausea"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual issue") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (underwent endometrial ablation and hysterescopy on (B)(6) 2017). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, menstrual disorder, depression, anxiety, nausea and dysmenorrhoea outcome was unknown and the pelvic pain had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left ovarian cystectomy, right knee surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion then device was successfully occluded. On (B)(6) 2012 hysterosalpingogram should negative study with confirmation of occlusion of the fallopian tubes by essure device. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: nausea, menorrhagia, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 32-year-old female patient who had essure (batch no. 919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho-tri cyclen from october 2010 to july 2012 and birth control pills from (B)(6) 2010 to (B)(6) 2011. Past adverse reactions to the above products included contraception with birth control pills. Concurrent conditions included rheumatoid arthritis since 1997, groin pain, leg pain, low back pain, abdominal pain, diarrhea, urinary tract infection, left lower quadrant pain, acute gastroenteritis, shoulder pain, chest pain, vomiting, bleeding genital, hypermenorrhea and adenomyosis. Concomitant products included adalimumab (humira), ethinylestradiol;norgestimate (ortho tri-cyclen), folic acid, ibuprofen, meloxicam, methotrexate, nsaids, paracetamol (acetaminophen) and vitamins nos (multivitamin). On (B)(6)2012, the patient had essure inserted. In may 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 8 months 20 days after insertion of essure. In may 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On( B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2012, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On(B)(6)2014, the patient experienced urinary tract infection ("uti"). In (B)(6) 2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced menstrual disorder ("menstrual issue"). The patient was treated with surgery (supracervical hysterectomy (uterus only), bilateral salpingectomy and underwent endometrial ablation and hysterescopy on (B)(6)2017). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and urinary tract infection had resolved and the menstrual disorder, depression, anxiety, nausea, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, nausea, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: left ovarian cystectomy, right knee surgery. Discrepancy noted in removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram. On (B)(6)2012: results: total bilateral occlusion; on (B)(6)2012: results: device was successfully occluded. Diagnostic results: on (B)(4)2012 hysterosalpingogram should negative study with confirmation of occlusion of the fallopian tubes by essure device. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: nausea, menorrhagia, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(4) 2020: pif received: outcome of events pelvic pain, abnormal bleeding and urinary tract infection was updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.